Manufacturer narrative:
(B)(4). Date sent: 04/02/2020. Additional information was requested, and the following was received: the suture only made de 50% posterior circle of the gastroyeyunostomy. I had to made manually de suture and refroze the posterior suture with a plane of prolene 3-0 suture. The patient had a successful evolution, but this event was so rare and could complicate the surgery.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please clarify if there were any patient consequences?

Event description:
Circular mechanical suture 29 failure to perform the gastrojejunostomy. It was not possible to suture with staples. When checking the staple line, the device only worked on 50% of the tissue taken. It was necessary to make the suture manually.